Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place the taxus express2 3.5x16mm drug eluting stent into an unknown vessel but met resistance while advancing forward. When the device was removed, the stent was "crimped." The procedure was not completed. No patient complications were reported. Patient status is satisfactory.